Event description:
It was reported that the patient was in the hospital with leg pain. The reporter indicated that the patient had the device put in years back which the reporter just found 'had never worked properly.' It was noted that the patient had gotten 'the run around' on the device since it was implanted. Five days later, additional information was received which clarified that by 'device never worked properly,' the reporter meant that the unit itself worked but the electrodes 'healed in the wrong position.' An x-ray was done which found that the 'electrodes were in the wrong position.' The cause of the issue was determined but no interventions had been taken. The reporter indicated that the patient was not receiving therapy currently, and other 'nerve problems' had developed. At 3 days after the last report, it was further reported that the patient was last seen at his healthcare provider's (hcp's) office on (B)(6) 2007. At that time, troubleshooting was done. It was determined that the patient did not have adequate relief and lead migration was suspected. An appointment was scheduled with the patient's hcp for 3 days after the last appointment to determine next steps, but the patient was a 'no show' for that appointment. The subsequent appointment was reported to have been cancelled. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 389133, lot# j0546581v, implanted: (B)(6) 2005, product type lead; product ID 389133, lot# j0546581v, implanted: (B)(6) 2005, product type lead. (B)(4).